Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced (B)(6) 2015: recurrent ventral hernia repaired with new mesh, adhesions, small bowel adhered to anterior abdominal wall (B)(6) 2018: small bowel obstruction, acute pain, incarcerated hernia recurrence repaired with new mesh and extensive adhesions. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after onlay implant, small bowel obstruction, acute abdominal pain, incarcerated hernia recurrence re paired with new mesh, and extensive adhesions. Post-operative patient treatment for these conditions include lysis of adhesions and incarcerated recurrent hernia repaired with bard ventrio st mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, small bowel obstruction, acute pain, incarcerated hernia recurrence repaired with new mesh, and extensive adhesions. Post-operative patient treatment for these conditions include lysis of adhesions and incarcerated recurrent hernia repaired with bard ventrio st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.